Event description:
It was reported by the customer that during routine check cs300 intra-aortic balloon pump (iabp) had leak in iabp ckt. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - d9, h3, h6 (type of investigation, investigation findings) a getinge field service engineer (fse) attended the call based on the user¿s complaint. The fse accessed the service diagnostic mode, performed all functional tests, and confirmed that the drive manifold tests k6, k7 & k8 test parameters test# 1 value out of range & failed. To resolve the issue, the fse replaced the drive manifold (part no. 0104-00-0018) with a new unit purchased by the customer. After replacement, all safety and leakage tests were performed and passed within the acceptable safety range. The system was then run continuously along with the extender and balloon circuit, confirming proper functionality. The device was handed over to the department in good working condition.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d9, h3, h6 (type of investigation, investigation conclusion).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: e3. A getinge field service engineer (fse) states, as per complaint of the user, fse have attended that call & entered its service diagnostic mode & checked all functional test & confirmed its drive manifold tests k6,k7&k8 test parameters test# 1 value out of range & failed. Need drive manifold assembly new one for further update & its part. No repair information available. In future if we receive any repair information will reopen and update the investigation.